Event description:
The customer stated that he was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 295 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer stated that the insulin pump has several cracks near the reservoir window. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. However, the insulin pump was returned with a cracked reservoir tube.